Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve was not shifting. Additional malfunctions include the tie wraps were broken.